Event description:
A customer reported an altitude alarm with their pump, which had been previously reported within the past month. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to replace the pump, and a replacement with updated software was sent to them. They were instructed on how to return the problematic pump and acknowledged the need to program their settings and connect their cgm to the new pump.